Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a gastric ulcer hemostasis procedure in the stomach performed on (B)(6) 2014. Reportedly, the clip was being placed to treat a gastric ulcer hemorrhage according to the complainant, during the procedure, the clip failed to open. Another resolution clip was used to complete the procedure. No patient complications resulted from this event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.